Event description:
It was reported that the IV pole is missing from the unit. The event timing is outside of surgery. There is no harm or delay reported. No adverse events were reported as a result of this malfunction. The investigation found evidence that the ribbon cable had burn marks.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: tech confirmed the IV pole was missing on the cart and the unit had no power. Tech found the ribbon cable leading to the valve pack was damaged and shorting. Tech replaced the IV pole and the ribbon cable. The unit was tested and returned to service. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends